Event description:
It was reported the subject device was flickering on and off. The event occurred during set up and inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak on cable a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering is likely due to signal loss; the most probable cause traced to component failure of charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.